Manufacturer narrative:
The investigation into the optical signal issue has been completed. The device was not returned for investigation. Data logs were reviewed and 5s parameters of the pump during run are consistent with a break of the optical fiber due to torque. The data logs showed that the break occurred before the pump was turned on. Clinical details noted that insertion of the pump was per instructions for use guidelines. The root cause of the optical signal issue is due to a damaged fiber line as a result of a torqued fiber. B.7 revised as this information was inadvertently omitted from manufacturer device report number 1220648-2024-10905. D.6b explant date was revised as it was entered incorrectly on manufacturer device report number 1220648-2024-10905. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-10905 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-10905 was submitted. H.6 codes 2199 and 1559 were reported incorrectly on manufacturer device report 1220648-2024-10905. New codes have been added to medical device problem codes and health effect - impact codes.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. After the impella was inserted and turned on, the placement signal not reliable alarm occurred. Despite troubleshooting, there was no placement signal, and the decision was made by the physician to remove it and replace it with a new 5.5. The new impella was inserted successfully and had adequate placement signal and position. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.